Manufacturer narrative:
A review of manufacturing documents confirmed that the device was manufactured according to specifications. A plausible hypothesis is that this event could be due to patient condition or is procedure related. Since the lead is not available for analysis, no root-cause could be clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6)2024, threshold was not established during atrial lead placement, and a total of (B)(4) implantation attempts were made. After the third failed placement, the screw was retracted, the lead was removed from the sheath, and the tip was confirmed. There was a piece of tissue (lump) at the tip, but the tip was washed away, and the tip was cleaned. At 4th time, a slight resistance was felt before the (B)(4) extensions of the screw. The threshold value of the measurement was still poor, so the screw was removed again. A new vega r52 was implanted in the right auricle. The procedure ended very well with a wave height of 1.9-2.3, a threshold of 0.9v, and a impedance of 647o.